Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable connector was physically damaged. The white driven ground wire in the connector was open, causing the reported service code. The root cause for the open wire could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.